Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 23mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024. The diameter of the annulus was measured at 23x17mm, the perimeter at 64mm, and the area at 317mm^2. The aortic calcium score was 2710. During the procedure it was noted that the starting implant depth was 3mm. The final implant depth upon release was 0mm. Post-release the device was observed migrating a few millimeters upwards and then embolized into the aortic valve area. The decision was made to snare the device into the aortic arch. A new non-abbott device was implanted. There were no adverse effects to the patient.

Manufacturer narrative:
An event of device embolization, device malposition, and improper or incorrect procedure or method was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there were no intra-procedural difficulties, the implant depth was at least 3mm from the non-coronary cusp at deployment, and the calcium score provided indicates there was sufficient calcium to allow anchoring of the device. It was also noted that the valve was snared to avoid coronary occlusion, and the physician was aware of the warning against snaring in the instructions for use (IFU). Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.